Event description:
A 250 ml bag of normal saline was connected to the secondary infusion port of a infusion pump and reportedly set to a rate of 400 cc/hr. The secondary infusion was reportedly started at 2150. The primary of this pump was connected to a 250 ml bag of lidocaine, 8 mg/ml, reportedly at a rate of 7 cc/hr. It is unclear whether the primary was set to run concurrently with the secondary. At approx 2220, the pt went into cardiac arrest and was resuscitated. The pump and cassette involved were tested by the in-house clinical engineering dept with no related problems found. Pt eventually expired.